Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("severe (chronic) pain in the abdomen") in a female patient who had essure inserted (lot no. A73760-invalid, a73750). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criterion intervention required), back pain ("back pain"), heavy menstrual bleeding ("abnormally heavy blood loss/changes in their menstrual cycle"), hypersensitivity ("allergic reactions"), headache ("head pain"), arthralgia ("hip pain"), fatigue ("chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems") and premature menopause ("early menopause") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, back pain, heavy menstrual bleeding, hypersensitivity, headache, arthralgia, fatigue, amnesia, disturbance in attention and hormone level abnormal had resolved. The outcome of premature menopause was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and premature menopause to be related to essure administration. This lot number a73760 is invalid. Valid lot number: a73750 manufacture date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 06-jan-2023: summons received. Lawyer reporter, patient aka name, events: injury nos updated to events severe (chronic) pain in the abdomen, back pain, hip pain, head pain, chronic fatigue, memory loss, concentration problems, abnormally heavy blood loss/ changes in their menstrual cycle, hormonal problems, allergic reactions, early menopause, action taken with drug added. Case became serious incident. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("severe (chronic) pain in the abdomen") in a female patient who had essure inserted (lot no. A73750). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criterion intervention required), back pain ("back pain"), heavy menstrual bleeding ("abnormally heavy blood loss/changes in their menstrual cycle"), hypersensitivity ("allergic reactions"), headache ("head pain"), arthralgia ("hip pain"), fatigue ("chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems") and premature menopause ("early menopause") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, back pain, heavy menstrual bleeding, hypersensitivity, headache, arthralgia, fatigue, amnesia, disturbance in attention and hormone level abnormal had resolved. The outcome of premature menopause was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and premature menopause to be related to essure administration. This lot number a73760 is invalid. Valid lot number: a73750 manufacture date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-jan-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("severe (chronic) pain in the abdomen") in a female patient who had essure inserted (lot no. A73760-invalid, a73750). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2013, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criterion intervention required), back pain ("back pain"), heavy menstrual bleeding ("abnormally heavy blood loss/changes in their menstrual cycle"), hypersensitivity ("allergic reactions"), headache ("head pain"), arthralgia ("hip pain"), fatigue ("chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems") and premature menopause ("early menopause") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, back pain, heavy menstrual bleeding, hypersensitivity, headache, arthralgia, fatigue, amnesia, disturbance in attention and hormone level abnormal had resolved. The outcome of premature menopause was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and premature menopause to be related to essure administration. This lot number a73760 is invalid. Valid lot number: a73750 manufacture date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 06-jan-2023: summons received. Lawyer reporter, patient aka name, events: injury nos updated to events severe (chronic) pain in the abdomen, back pain, hip pain, head pain, chronic fatigue, memory loss, concentration problems, abnormally heavy blood loss/ changes in their menstrual cycle, hormonal problems, allergic reactions, early menopause, action taken with drug added. Case became serious incident. 12-jan-2023: health authority reference number added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.